Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The hospital reported after during an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(6). The post on scope that the light cord attaches was broken off when removing the light cord at end of case. Case was already finished when scope had issue. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported after during an endoscopic vein harvesting procedure using 7mm extended length endoscope s/n (B)(4). The post on scope that the light cord attaches was broken off when removing the light cord at end of case. Case was already finished when scope had issue. The hospital did not report any patient effects.